Event description:
The customer reported that the system displayed no video. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the ccd camera. The system was tested and found to be working as intended and put back in service.